Manufacturer narrative:
MFR reference number (B)(4).

Event description:
It was reported to nuvectra that the patient experienced ongoing issues with the stimulator. The stimulator is planned to be explanted.